Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to the drive support disk anomaly.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was not known. It was stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)